Event description:
This report summarizes 83 malfunction events in which the device reportedly overheated. 41 events had no patient involvement; no patient impact. 24 events had patient involvement; no patient impact. 18 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 83 events were reported for this quarter. Product return status: 59 devices were received. 11 devices were not available for evaluation. 13 device investigation types have not yet been determined. Additional information: 83 devices were not labeled for single-use. 83 devices were not reprocessed or reused.

Event description:
This report summarizes 83 malfunction events in which the device reportedly overheated. 53 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact. 18 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 83 previously reported events are included in this follow-up record. Product return status: 61 devices were received. 22 devices were not available for evaluation.